Event description:
On (B)(6) 2013, customer states via phone that during a urology procedure on a sedated 32 year old female pt, the table rotated a full 90 degrees to an upright position. Staff was able to ease the pt to the floor without any injury. After recovering from anesthesia, the physician was able to move the pt to another room and complete the procedure. She was discharged home later that evening, and on a follow up phone call, she stated she was a little sore, but fine.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.